Manufacturer narrative:
Additional procodes: kwp, kwq, mnh, mni, osh. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent revision surgery due to infection and sepsis leading to cage becoming dislodged. Surgeon removed posterior instrumentation, inserted alif cages and put new metalwork in posteriorly in third stage operation. All screws were removed, and biopsies taken of the pedicles. This report is for a 5.5 exp verse screw 6.0 x 50. This is report 7 of 7 for (B)(4).